Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported intermittently would display values and then suddenly no values with no error message. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. Eeprom content verification did not identify any issues. The sensor failed visual inspection due to green residue observed at the m15 connector. The residue was most likely from a cleaning solution that did not properly dry out after customer application. The sensor passed continuity testing and no open connections were detected. When the sensor was connected to a masimo monitoring device, the device was able to generate an error message and obtain readings. The customer complaint was not duplicated. Initial reporter zip code exceeded the maximum number of allowable digits, zip code is as follows: (B)(6). Model # updated from "2501" to "2501-7".